Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The x-ray tube was replaced. The system operates as intended.

Event description:
The customer reported a communication error message on the 7900 system. No pt injury was reported.